Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system would not boot up. Upon investigation fse found that it was caused by the bmc failure. Fse replaced the host pc and new license was loaded. After replacement of host pc, and installation of software the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system would not boot up. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc was failing. The host pc has been replaced that the system was returned to use in good working order.